Event description:
Bayer case number: (B)(4) menorrhagia [menorrhagia] , dysmenorrhea [dysmenorrhea], lumbar pain [lumbar pain] , diffuse joint pain [joint pain] , possible restless leg syndrome [restless leg syndrome] , recurring migraines [migraine] , mood disorders [mood disorder] , leg pain [leg pain] , adenomyosis on surgical specimen [adenomyosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-nov-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 4017 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2025. On unknown date she experienced back pain ("lumbar pain"), arthralgia ("diffuse joint pain"), restless legs syndrome ("possible restless leg syndrome"), migraine ("recurring migraines"), affective disorder ("mood disorders"), pain in extremity ("leg pain") and adenomyosis ("adenomyosis on surgical specimen"). The patient was treated with surgery (total hysterectomy via laparoscopy). At the time of the report, the back pain and pain in extremity were resolving and the restless legs syndrome and migraine had resolved. The outcomes for heavy menstrual bleeding, dysmenorrhoea, arthralgia, affective disorder and adenomyosis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, back pain, arthralgia, restless legs syndrome, migraine, affective disorder, pain in extremity or adenomyosis. The reporter commented: period of onset: more than 5 years ago female patient fitted with the essure device since 2013 menorrhagia 2 days with dysmenorrhea symptoms for more than 5 years: lumbar pain, diffuse joint pain, possible restless leg syndrome, recurring migraines, mood disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Neurological examination] (date unknown): neagative. [Rheumatological examination] (date unknown): negative. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) menorrhagia [menorrhagia], dysmenorrhea [dysmenorrhea] , lumbar pain [lumbar pain] , diffuse joint pain [joint pain] , possible restless leg syndrome [restless leg syndrome], recurring migraines [migraine] , mood disorders [mood disorder] , leg pain [leg pain] , adenomyosis on surgical specimen [adenomyosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-nov-2025. The most recent information was received on 25-nov-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of heavy menstrual bleeding ("menorrhagia") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2024, 4017 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required) and dysmenorrhoea ("dysmenorrhea"). Essure was removed on (B)(6) 2025. On unknown date she experienced back pain ("lumbar pain"), arthralgia ("diffuse joint pain"), restless legs syndrome ("possible restless leg syndrome"), migraine ("recurring migraines"), affective disorder ("mood disorders"), pain in extremity ("leg pain") and adenomyosis ("adenomyosis on surgical specimen"). The patient was treated with surgery (total hysterectomy via laparoscopy). At the time of the report, the back pain and pain in extremity were resolving and the restless legs syndrome and migraine had resolved. The outcomes for heavy menstrual bleeding, dysmenorrhoea, arthralgia, affective disorder and adenomyosis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, back pain, arthralgia, restless legs syndrome, migraine, affective disorder, pain in extremity or adenomyosis. The reporter commented: period of onset: more than 5 years ago female patient fitted with the essure device since 2013 menorrhagia 2 days with dysmenorrhea symptoms for more than 5 years: lumbar pain, diffuse joint pain, possible restless leg syndrome, recurring migraines, mood disorders. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Neurological examination] (date unknown): neagative, [rheumatological examination] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.